Event description:
It was reported that insulin pump has been exposed to moisture. Customer reported that moisture can be seen under the lcd display. The blood glucose level was not included in the report. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and the operating currents are within specifications. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. No moisture damage noted. However, the insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and missing end cap sticker.